Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that there was no resistance or other difficulty during delivery of the pipeline. The access material was performing as usual.

Event description:
Medtronic received information regarding a pipeline vantage  stent that failed to open in the middle segment. The patient was undergoing a procedure for flow diversion treatment of an internal carotid artery (ica) ophthalmic segment unruptured saccular aneurysm. The aneurysm max diameter was 3.89mm and the neck diameter was 2.63mm. Vessel tortuosity was minimal. It was reported that the pipeline and all accessory devices were prepared per the instructions for use (IFU). It was noted that the case was considered relatively easy. The pipeline was being deployed in a curve but it was considered a mild curve. There was some difficulty initially opening the distal end of the pipeline despite the physicians operating the device correctly. When the device reached the mild ophthalmic curve, the middle of the pipeline was flattening and completely closed. The physicians attempted multiple maneuvers including: unloading the system, bringing the microcatheter to the inner portion of the vessel curve, and resheathing/redeploying a couple times. However, the device could not be opened. It was noted that more than 50% of the pipeline was deployed when the failure to open occurred. The pipeline was resheathed and removed with the microcatheter. A replacement pipeline of the same model was then used to successfully complete the procedure with no further issue. There was no harm or injury to the patient associated with this event. Ancillary devices: rist 6f 100cm guide catheter, phenom 27 150cm micro catheter, pipeline vantage (model: ped3-027-450-14, lot: b601181).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.